Event description:
It was reported that there were spots on the pump touchscreen that was blurry. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support; therefore, no additional information was obtained.